Event description:
It was reported the patient is experiencing pain at the ipg site. The patient reported the pain is intermittent and will occur with the system turned off. Surgical intervention is planned to address the reported issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.